Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator was alarming transducer fault and the expiratory flow transducer calibration failed. There was no patient involvement at the time of the reported event.